Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-00696. It was reported the patient's scs leads migrated, and the patient was experiencing unintended rib stimulation. X-ray taken showed the right lead moved up two vertebral bodies and the left lead moved down two vertebral bodies. Surgical intervention may be taken to address the issue.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-00696. Follow up identified both of the patient's scs leads were removed and replaced with new ones. Stimulation therapy has reportedly been restored and the patient was doing well.